Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The nurse tried to set the wire to do ercp. But the wire couldn't pass through the stent pigtail curve. She tried several times but she recognized that the curve was broken. So she withdrew the stent and replaced new zso-5-5. Finally the case finished successfully.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 07-aug-2025.

Manufacturer narrative:
Device evaluation: the device evaluation of zso-5-5 of unknown lot number could not be completed as the device or photographic evidence was not returned for evaluation. Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. As the lot number of the complaint device is unknown, a review of the relevant work order could not be conducted. Review historical data: historical data could not be reviewed as lot number is unknown. Instructions for use and/label review: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide. It is possible that excessive force as the pigtail curl was straightened with the pigtail straightener resulted in the formation of the kinks preventing the wire guide from passing through the stent. Multiple attempts to advance the wire guide may have further damaged the stent, ultimately causing the pigtail curve to break. There have been several attempts made to obtain additional information . Should additional information be made available, the file will be updated accordingly. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, confirmed prior to use. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide. It is possible that excessive force as the pigtail curl was straightened with the pigtail straightener resulted in the formation of the kinks preventing the wire guide from passing through the stent. Multiple attempts to advance the wire guide may have further damaged the stent, ultimately causing the pigtail curve to break. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events.